Manufacturer narrative:
(B)(4) describe event or problem - correction " the patient's mother stated the patient was sleeping and when was woken up by the low alert on the cgm. It was indicated that the patient's bg meter was reading 19.7 and was treated with insulin from their pump. At the time of contact, the patient was doing fine."

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother stated the patient was sleeping and when was woken up by the low alert on the cgm. It was indicated that the patient's bg meter was reading 19.7 and was treated with insulin from their pump. At the time of contact, the patient was doing fine. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional event or patient information is available.